Manufacturer narrative:
Update rec'd 02/14/2017 - the patient's medical records were received. At this time the patella is being added to the complaint and reported. Update 02/14/2017--x-ray images received. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the newly added patella because the required lot code was not provided. The reported patient instability and poly wear could not be confirmed by review of the x-ray views. No product contribution to the reported event was identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, instability and poly wear. Clinical der states patient was revised to address implant wear. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient's insert was found to have backside wear with breakdown of the locking mechanism. Also noted, the patella had a wear pad. The patient did have polyethylene synovitis.